Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete flap creation during a lasik procedure. Upon additional follow up, reporter indicated the surgeon performed a manual cut of the incomplete portion of the corneal flap, and then completed the excimer laser treatment. Reporter additionally relayed the patient's current status as "stable recovery", and patient is continued to be monitored.

Manufacturer narrative:
At the visit on site the field service engineer (fse) exchanged the application interface, as customer stated additionally, that the doctor felt the patient interface could not be pushed in smoothly. The sample was received at the investigation site for evaluation. The reported problem with the incomplete flap cannot be reproduced with the returned sample. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. (B)(4).